Event description:
O2 saturation readings 69-100% from any given second dependent on position of cable. Pt developed left sided pneumo resulting in emergency bronchoscopy. Sat was still erratic abg required to verify saturation.